Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20101226. Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 21186585.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. It was noted that the leads migrated. The patient underwent a lead revision procedure wherein the leads were repositioned.